Event description:
The customer's mother called to report that her daughter was treated for low blood glucose levels by the paramedics. Prior to the event, the customer had changed the infusion set. A few hours after changing the infusion set, the insulin pump alarmed "low reservoir". The next morning, the mother found the customer comatose on the floor. The customer's blood glucose levels were too low for the glucose meter to detect. The paramedics were called, and the customer's blood glucose reading was 30 mg/dl after treatment. The customer suffered brain damage and cardiac damage. The mother believed that the insulin pump and infusion sets malfunctioned, causing an inadvertent insulin delivery of 80 units into the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See MFR report number 3004209178-2009-08555 for the report under the reservoir.